Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, for the events of foreign material in the air/water cylinder, air/water channel, foreign material at the distal end and foreign material at the forceps elevator screw. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Based on the results of the investigation for the event of foreign material inside light guide-lens it is presumed that humidity invaded the light guide-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide-lens glue peeled off by chemical stress such as chemical solutions used for the device. For the events of foreign material in the air/water cylinder, air/water channel, foreign material at the distal end and foreign material at the forceps elevator screw the events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). For the event of foreign material inside light guide-lens the event can be detected in accordance with the following instructions for use. Instructions for use states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the air/water tube, air/water cylinder, the distal end, the forceps elevator and the inside of the light guide lens of the duodenovideoscope had foreign material. There were no reports of patient involvement.